Manufacturer narrative:
Secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. (B)(4).

Event description:
A healthcare professional reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced vision loss. The lens remains implanted. Additional information was requested. No further information is available at this time. This file will be re-opened if additional information is provided.